Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation, revision surgery, and replacement devices. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation is (B)(6) 2020. The patient underwent bilateral removal and replacement with two 225cc mentor memorygel breast implant prostheses (catalog #: 3502254bc, right serial #: (B)(6)left serial #: (B)(6). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the complaint device. Initially, it was reported that the device was implanted in the patient¿s right breast. However, additional information revealed that the device was implanted in the patient¿s left breast. The investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. Leak testing was performed in accordance with mentor's procedures, and it revealed a tear within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with two 200cc mentor smooth round moderate plus profile prostheses and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the right-sided prosthesis.